Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Upon review, the right ventricular channel of the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing; it was noted that the patient did not receive therapy during the oversensing. Programming modifications were performed. It was discussed that induction tests be performed.